Event description:
A resolute integrity rapid exchange (rx) drug eluting stent was implanted in the 1st diagonal during the index procedure. It is reported that there was evidence of a stent thrombosis.

Event description:
It was confirmed that the previously reported stent thrombosis event was reported in error by the site. There was no stent thrombosis event for the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (stent thrombosis).